Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be provided upon receiving additional information.

Event description:
It was reported that while supporting the patient on a cs300 intra-aortic balloon pump (iabp) there were many pauses in support. However, the trigger was consistent, and the arterial waveform from the fiber optic appeared consistent. The iabp was to be replaced and sent to biomedical department for evaluation. There was no patient harm nor adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the intra-aortic balloon pump (iabp) and completed all diagnostic and performance tests, but was unable to reproduce the reported issue. The iabp then had field actions and preventative maintenance (pm) services completed. The iabp was returned to the customer and cleared for clinical use. (B)(4).

Event description:
It was reported that while supporting the patient on a cs300 intra-aortic balloon pump (iabp) there were many pauses in support. However, the trigger was consistent, and the arterial waveform from the fiber optic appeared consistent. The iabp was to be replaced and sent to biomedical department for evaluation. There was no patient harm nor adverse event reported.